Event description:
The reporter performed a blood glucose test and got an er1 message. He retested 3 times, and got the same results. The reporter was experiencing such symptoms as thirst and confusion, and therefore increased his dosage of insulin, waited an hour, and retested with a result of 437 mg/dl. A control solution test was within range (numbers not available). Reporter did not seek medical advice or treatment from a healthcare professional.